Event description:
Detachment of the hooped snare. As the user pulled out the grasping snare from the forceps port, the hooped snare detached. An unusual noise was heard when the user grasped the insertion wire with the snare.

Manufacturer narrative:
The MFR has received the sample and it will be evaluated. Results are expected soon.